Event description:
It was reported the programmer had a black screen with rebooting, after the service disk was used, and the EKG (electrocardiogram) port needs to be repaired. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067l, programmer rf (radio-frequency) head; product ID: 2290, pacing system analyzer. (B)(4).